Event description:
The customer reported that more than 30 ml of clenz leaked from the coulter hmx hematology analyzer with autoloader. The leak was not contained and the instrument generated "backwash not performed" errors and "ambient/lyse temp" errors. The customer was wearing goggles, gloves and lab coat. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
Prior to contacting customer technical support (cts) regarding this event, the customer had found a broken pinch valve (pv37) and repaired (straightened out) kinked tubing through pv37. He had tried to perform a system check, but continued to get "ambient/yse temp" errors. The field service engineer (fse) observed cleaner leaking and replaced tubing at pinch valve (pv37) to resolve the issue. The fse also replaced the peltier module that failed (was nonfunctional) due to fluid on peltier controller card (pcb). Identification of failure mode: tubing at pv37 caused the initial leak. Nonfunctional peltier module as a result of the leak and the instrument generated lyse/ambient temp errors. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).